Manufacturer narrative:
Technician found that the foot section was propped up with a wooden board and the torque cage was definitely broke. Torque cage broke on the foot hi/low drive which caused the foot section to drop. This damaged the hi/low limit switch which in turn damaged both the logic board and hi/low sensor. Technician replaced the torque cage on the foot hi/low the foot hi/low sensor and the head hi/low torque cage and head hi/low sensor and the logic board. The head hi/low works, but the foot hi/low would not move. After testing several things, the technician saw that a resistor on the high voltage board had been burned into. Technician replaced the high voltage board and all issues were resolved.

Event description:
Account alleged that the bed had a broken torque cage on the foot hi/low and was not working correctly. No pt impact.